Event description:
It was reported that during the implant attempt, the lead pin was inserted and the click sound confirmed, but the lead would not hold. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) no anomalies found.